Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient's blood glucose levels decreased to 75 mg/dl while wearing the pod on the abdomen for between 24 and 48 hours. The patient was feeling unwell, vomiting, vision was impacted, shaking and pale. The patient drank cola at home, removed the pod and called the hospital. The patient stated at home for the night and went to the hospital the following day. The patient was placed under observation and the settings in the controller was changed. The patient was discharged after one day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.